Event description:
Ous MDR - after an implantation period of about 11 months, oversensing and the increasing of ventricular threshold was reported. Inappropriate therapy was not delivered. It was decided to explant the lead. No adverse patient side effects have been reported. The lead was not returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, an electrical and a mechanical inspection. The inspection revealed deformations of the inner conductor coil close to the is-1 connector pin. The analysis indicated that these damages were caused by overrotation. Further intraoperative damages were noted, as cuttings in the insulation and a deformed fixation helix. With regard to the oversensing and increased threshold values mentioned in the complaint description, no deviations were noted. The analysis did not reveal any sign of a material or manufacturing problem.